Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button or strip insertion and was unable to monitor glucose. The customer indicated experiencing seizure and loss of consciousness, and was seen by a healthcare professional who administered unspecified injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.